Manufacturer narrative:
Additional information was requested for the investigation but not provided. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ca 19-9 immunoassay result from the cobas e 411 immunoassay analyzer. The results were 83.68 u/ml, 16.98 u/ml, and 17.61 u/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Other assays tested at the same time repeated acceptably.